Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. Pd therapy was withdrawn and the patient started hemodialysis. The outcome of this peritonitis event was unknown.